Event description:
Ppd and medical records received. This complaint made legal. Ppd alleges infection. After review of the medical records for MDR reportability the patient had all implants removed (except the stem) on (B)(6) 2009 for infection and spacers were placed. The stem was moved on (B)(6) 2009 for infection, loosening, and subsidence and prostalac was placed. The patient was reimplanted on (B)(6) 2009.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. It was reported the patient was primarily implanted with depuy devices on (B)(6) 2008 and revised for infection on (B)(6) 2009. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection almost one full year post primary implantation. No other reports of infection were found against the provided product/lot code combinations since their release to distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).